Manufacturer narrative:
Boston scientific received information from the fcr that from the physician's perspective, a thrombus had formed in the lvad. The patient's death was attributed to complications due to a brain bleed when attempting to dissolve the clot with high dose heparin and integrelin. There were no allegations against the device and no allegations that the prior product experience on (B)(6) 2017 caused or contributed to the patient's death two days later. The device cannot be retrieved and returned to boston scientific. A save-to-disk or memory upload was not obtained post-mortem.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). Historically, this device has been functioning appropriately. The patient's medical history was significant for post-lvad placement about three weeks ago. The patient was having some slow ventricular tachycardia (vt) with rates below the programmed rate cut-off. The device was reprogrammed in the vt-1 zone to 125 bpm. On (B)(6) 2017, the patient developed atrial flutter with a rapid ventricular response that was initially detected as supraventricular tachycardia (svt). As the rate accelerated, the morphology changed resulting in delivery of eight rounds of antitachycardia therapy pacing (atp) and on 31 joule shock. The rhythm accelerated post-shock into ventricular fibrillation (vf). The patient required external rescue to convert the arrhythmia. The device's rhythm match feature was reprogrammed to be more specific to atrial tachycardia (90%). A recheck of the device showed no further events. Ts was informed that the patient had died on (B)(6) 2017. There were no allegations against the device and no allegations that the prior product experience caused or contributed to the patient's death. The device was operating as designed and programmed. The local representative commented that the patient was in very poor health.